Event description:
It was reported that, "the pt has had problems with the implant since the initial surgery. He has constant pain and discomfort. The surgeon prescribed additional physical therapy for a few sessions. After no positive results, the surgeon did a bone scan and it was discovered that there was no bone on growth onto the implant. A revision was done on (B)(6) 2012. The pt stated that he retained his explants. He did not disclose whether or not he would be willing to submit them for investigation."

Manufacturer narrative:
An eval of the devices cannot be performed as the explants were retained by the pt and were not returned to the MFR. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) were requested. Should devices or additional info become available, the eval summary will be submitted in a supplemental report.